Manufacturer narrative:
There was no unexpected compromised force sensor system alarms noted during testing. The device passed the displacement test and rewind test. The motor error alarmed during basic occlusion test and it was unable to prime during prime test due to severe moisture damage on the force sensor resistor. There was cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device is alarming for compromised force sensor system. The customer's blood glucose level at the time of incident was 172mg/dl. The customer states their levels have also been running high. The customer states they have been in the 300mg/dl to 400mg/dl range. The customer states they treated with manual injections. Troubleshoot was conducted, and the customer was advised that the device would be replaced and returned for analysis.